Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery pack.